Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not able to clear the alarm on insulin pump. The customer¿s blood glucose level was unknown. Customer stated that they need assistance with time and date on insulin pump. Customer stated that the insulin pump had low reservoir alarm, power loss alarm and insert battery alarm. The insulin pump will not be returned for analysis.